Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that, a couple months prior to this report, the patient¿s pump wasn¿t working. On the date of this report, the patient was presenting to the healthcare provider (hcp) with chills, vomiting, and diarrhea. The hcp did not interrogate the pump or check for volume discrepancies. A week prior to this report, the patient fell. A dye study was planned in the next two days to check the catheter. The device system was used to deliver morphine 50mg/ml. The cause of the event, interventions/treatment, troubleshooting/diagnostic results, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.